Event description:
A malfunction was reported on the pump, and it did not adversely impact the customer's blood glucose level. The customer was advised by technical support to put the pump into storage mode and return it using a pre-paid label. Technical support confirmed the customer's shipping address and arranged for a replacement pump since the device was under warranty. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.